Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced recurring ear infection with pain around the implant site and headaches. The patient was treated with oral antibiotics (dosage and duration not reported).